Manufacturer narrative:
Insulin pump was received with blank display due to broken and missing battery tube spring. Unit had corroded battery tube, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. (B)(4).

Event description:
It was reported that battery contact spring was missing or damaged. Customer's blood glucose was not reported. Insulin pump would be replaced.